Manufacturer narrative:
Concomitant products: product ID 3587a, serial# not available, explanted: (B)(6) 2013, product type lead; product ID 7489-51, serial # (B)(4), explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient lost their stimulation after an accident. It was noted that the patient was a passenger in a car. It was noted that the patient felt stimulation around the ins. It was noted that the patient starting having the symptoms after the accident. It was noted that an x-ray showed that the electrode had moved. It was further noted that after reprogramming the stimulation ¿had no change¿ so the healthcare professional (hcp) decided to replace the electrode and extension. It was noted that the ins was okay. It was further noted that the patient was well and received effective therapy.

Event description:
It was reported that there was an ambulance accident. Additional information received reported that the surgeon had replaced the lead and extension and now the patient was well with the old settings. It was noted that there was no problem with the implantable neurostimulator (ins).

Manufacturer narrative:
Analysis of the lead found that there was no anomaly. Analysis of the extension found that there was no anomaly. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_ unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.